Event description:
A sister reported that a knife was blunt upon opening the package with no procedure and no pt contact. Additional info was requested, but none has been received. Based on eval of the returned sample, it became clear that the reported knife had been used as evidenced by the stain present on the returned blade.

Manufacturer narrative:
The device history records for component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released on acceptance criteria. The sample was examined during 10x magnification and found to have a damaged cutting edge - rounded cutting edge. Surface brown and while stains indicate the product had been used. How or when the blade became damaged cannot be determined. The damaged to the returned sample is consistent with damage that can occur when the blade cutting edge contacts a hard surface. The condition of the blade does appear that the product had been used. All knives are 100% inspected by trained operator using a minimum of 10x magnification during the manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).